Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage to the bipolar yaw pulley. The instrument passed the electrical continuity test. There was no damage found to the conductor wire or the insulation of the conductor wire. The root cause of this failure is attributed to user mishandling.

Manufacturer narrative:
Isi has requested that the fbf instrument be returned for evaluation. However, the instrument has not yet been returned as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fbf instrument (pn 471205-17/lot # n10210118 0243) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0366. The instrument had 4 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in name and address is not available. PMA/510k and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a small burn mark distal to the plastic part. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 22-sep-2021 and obtained the following additional information: the fbf instrument was inspected prior to use and there was no damage. The cannula was inspected prior to use, but a pin gauge was not used. The cleaning personnel discovered a little burn mark on the plastic part on the distal end of the fbf instrument. The reporter was not informed about any instrument collisions. No malfunction of the fbf instrument occurred during the procedure. As the issue was discovered after the procedure it was unknown what surgical task was being performed, how long the fbf instrument was in use, and if the fbf instrument tips were in contact with tissue when the alleged arcing event occurred. A monopolar curved scissors instrument was also used during the procedure. A monopolar cord was not connected to a bipolar instrument. The erbe vio generator was used. It was unknown if the fbf instrument tips touched any staples, clips, or sutures while energized or if the jaws were immersed in liquid or contaminated by carbonized tissue. It was unknown if the fbf instrument was removed prior to arcing. The procedure was completed with the same fbf instrument. No video or image is available for isi review.